Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: the allegation of a line through the display screen could not be confirmed. The screen was fully functional and fully illuminated with no signs of extrinsic lines visible on the display. Unrelated to the display, the battery compartment was cracked at the opening of the battery chamber. A test battery cap was able to fully tighten against the pump case. No loss of power was observed with the pump. There was no evidence of moisture damage inside the battery chamber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).